Event description:
According to the pt by phone: the graft was implanted on 11/14/1995, for an aortic-bifemoral (abf) procedure. In 2005, the pt began to experience loss of feeling in both legs. She was diagnosed with blockage of the implanted graft. In 2005 the pt underwent surgery to correct the problem. The surgeon bypassed the blocked graft with another abf graft implant. The pt reports that despite the new surgery, she now has nerve damage in both legs due to the blockage.